Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 0600060 chronic catheter some time post insertion, there was alleged resistance when infusing the chronic catheter. This report was received from one source. This event involved one patient whose age, weight and gender was not provided. Patient had no reported patient injury.

Manufacturer narrative:
H10: the device has been returned to the manufacturer for evaluation. The investigation is confirmed for resistance when infusing the catheter, as the catheter was initially partially patent to infusion; however, residue was subsequently dislodged and the catheter was patent to infusion with an expected observed flow-rate. The catheter was also patent to infusion against resistance and aspiration with no observable leaks. Residue was noted throughout the catheter. The definitive root cause could not be determined based upon available information. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 0600060 chronic catheter some time post insertion, there was alleged resistance when infusing the chronic catheter. This report was received from one source. This event involved one patient whose age, weight and gender was not provided. Patient had no reported patient injury.